Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with corneal haze with photopsia in the right eye, at the three month postoperative visit. Topical steroid drops were increased. Additional info was requested. Another report was requested. Another report was filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. .